Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
An email received stated that anesthesia reported when they inserted the endotracheal tube they noticed a leak. They took it out and replaced it with another endotracheal tube from the same lot, and it was doing the same thing. This report is the second of two tubes reported by this customer. The first tube is referenced on our report 2936999-2016-00233.